Event description:
It was reported that the patient presented in operating room for lead replacement due to suspected fracture on the atrial lead. During the procedure, the pacemaker displayed an error screen and sensing failure and non-effective pulse was observed. Vascular occlusion was confirmed during the procedure so the atrial lead was capped and the device was replaced and implanted on the other side. Patient was stable.